Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to emergency room after receiving inappropriate hv shocks due to lead noise. During the explant, insulation anomaly was observed as a result of rubbing against suture sleeve and the device. The lead was explanted and replaced and the procedure was completed without complications.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.